Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The customer informed the service representative that the device had to be switched out to perform the procedure. The service representative was able to confirm the reported issue and traced the failure to a faulty pump and processor board. Both parts were replaced and subsequent functional verification testing was completed without further issues. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message during setup. There was no patient involvement.

Manufacturer narrative:
It was stated, that the livanova field service representative was able to confirm the reported issue and traced the failure to a faulty pump and processor board. Both parts were replaced and subsequent functional verification testing was completed without further issues. The unit was returned to service. This was erroneously stated. The following is valid: the livanova service representative was dispatched on site to investigate and he was not able to confirm the reported issue.

Event description:
See initial report.